Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07034. It was reported that the patient underwent surgical intervention on (B)(6) 2019 to revise the l5 vertebral level lead and to explant and replace the ipg. Surgical intervention addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Manufacturer report number device 2 of 2: 1627487-2019-07034. It was reported that the patient's stimulation was turning off randomly. Interrogation showed high impedance that may have been caused by the l5 lead slipping out of the foramen. Surgical intervention may take place to revise the lead and replace the ipg.